Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most likely cause is impact, dropping, shock or similar stress. There is no indication that the cause is traced to manufacturing, packaging or labeling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the inner sheath exhibited a broken ceramic head. There was no patient involvement.